Event description:
It was reported by customer that they are unable to draw blood back through the extension tubing on the stylet lumen of the PICC during insertion. Sucking air not blood. This has occurred on 6 occasions not sure of dates. Some have had visible leaking of normal saline where the stylet exits the stopper. All PICC's were flushed prior to insertion, customer was able to remove the stylet once inserted correctly and draw blood directly from the hub of the catheter without difficulty. The customer opened a kit from the same lot for a demonstration of the issue. This report addresses the demonstration lot device.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and is pending evaluation. Results are expected soon.

Event description:
It was reported by customer that they are unable to draw blood back through the extension tubing on the stylet lumen of the PICC during insertion. Sucking air not blood. This has occurred on 6 occasions not sure of dates. Some have had visible leaking of normal saline where the stylet exits the stopper. All PICC's were flushed prior to insertion, customer was able to remove the stylet once inserted correctly and draw blood directly from the hub of the catheter without difficulty. The customer opened a kit from the same lot for a demonstration of the issue. This report addresses the demonstration lot device.

Manufacturer narrative:
Section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a leak through the t-lock septum was confirmed. A video of a functional test on a dual lumen powerpicc catheter was returned for evaluation. The t-lock assembly was attached to the red luer adaptor and the 3cg stylet was inlaid within the catheter lumen. The video focused on the t-lock assembly. When an attempt was made to aspirate fluid through the catheter and t-lock assembly, red fluid was aspirated. However, air was also seen entering into the syringe barrel, indicating a leak in the system. As the physical device was not returned, the sample could not be independently tested to determine the location of the leak. It was reported in the event description that some samples had visible leaking where the stylet traversed through the septum of the t-lock assembly. This complaint will be recorded for future trending and monitoring purposes.